Event description:
Customer reported receiving readings of 177 mg/dl, 223 mg/dl and 181 mg/dl form her precision xtra meter which were higher when compared to another meter (119 mg/dl, 123 mg/dl and 118 mg/dl). Customer also reported taking her unspecified diabetes medication after receiving a reading of 177 mg/dl from her meter then she experienced symptoms of loss of consciousness. Paramedics were called and transported customer to a health care facility where she was diagnosed with severe hypoglycemia and treated with unspecified medication to control her blood glucose level. Customer services made multiple attempts to follow-up with the customer for additional information but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported squeezing the test site excessively to obtain a blood sample. Customer services educated customer on proper technique to obtain blood sample. The date of manufacture is unknown. The reported date in h-4 is the date abbott diabetes care became aware of the event.